Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was observed that the motor device had no air flow and the glass gauge on the foot control device was cracked. It was reported that both devices were being used together in the same procedure. It was unknown if there were any delays to the surgical procedure. Spare devices were used to complete the procedure successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device did not have an anspach hose rings due to repair by a third party due to unauthorized repair therefore, pretest could not be completed and the reported condition could not be confirmed. It was determined that this was due to user error/misuse/abuse. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.